Event description:
Healthcare professional reported 4 hours after injection with juvederm ultra plus xc in the nasolabial folds, the pt experienced "an angular artery occlusion" and the area was "numb, tingly, very red, and hyperemic looking around the nasolabial fold, extending to the nose and up the cheek toward the eye" on the right side. Massage and prednisone were provided as treatment; "symptoms gradually improved over 2 weeks with no apparent lasting problems."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "an angular artery occlusion" with numbness, tingling, redness, and a hyperemic appearance are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings. The product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.